Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was in the 200 mg/dl range and a correction bolus was delivered to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. After the system check, customer alleged there was "something wrong with the pump". Customer reverted to using another pump and has had no further issues.